Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had about seven months left on their implantable pulse generator (ipg) and thought it was "failing". The patient stated that "I'm having especially trouble if I lift anything or walk very hard. I have to sit down and get my breath. I can hardly take care of myself. Just suddenly (about 4 months) I just don't have any energy and I run out of breath". The patient was referred back to their physician and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was performed with the patient's clinic and it was determined that the patient has been seen since the date of the call and that the symptoms the patient was experiencing were not related to a malfunction of their ipg.